Event description:
It was reported that the carto 3 system and the recording system were displaying noise on electrocardiogram (ECG) signals during pacing from the ablation catheter. The caller stated that they were able to pace through the right ventricle which was connected directly to the recording system with very clean ecgs. The caller replaced the ablation cable and the ablation catheter without resolution. The caller was asked to connect the pacing cable to the piu in the direct pacing and he stated that the ECG saturation on pacing was greatly reduced but not completely gone. The caller was then directed to place the pacing cable in the normal ports on the piu and the result is the same, ECG saturation on pacing was greatly reduced but not completely gone. The caller was asked if they were able to pace through any other catheter connected to the patient interface unit (piu). The noise was reduced enough to proceed with the case. The caller stated they were able to complete the procedure by pacing through the stimulator cable. This event is reportable due to the severity of the noise on all signals (body surface and intracardiac) on both the carto 3 system and the recording system.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary. Manufacturer's ref. No.: (B)(4) it was reported that the carto 3 system and the recording system were displaying noise on the electrocardiogram (ECG) signals during pacing from the ablation catheter. The caller stated that they were able to pace through the right ventricle which was connected directly to the recording system with very clean ecgs. The caller replaced the ablation cable and the ablation catheter without resolution. The caller was asked to connect the pacing cable to the piu in the direct pacing and he stated that the ECG saturation on pacing was greatly reduced but not completely gone. The caller was then directed to place the pacing cable in the normal ports on the piu and the result were the same. ECG saturation on pacing was greatly reduced but not completely gone. The noise was reduced enough to proceed with the case. The caller stated they were able to complete the procedure by pacing through the stimulator cable. The bwi field service engineer spoke to the bwi field representative who used a new set of ECG leads with metal tips (the old set had graphite tips) in another procedure and the noise resolved. The bwi field service engineer ordered new ECG leads. The bwi field service engineer followed up with the bwi field representative who confirmed receipt of the new leads. The issue is resolved. The system is ready for use. An additional OEM manufacturer action device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. An internal corrective action has been opened to address this cable issue.